Manufacturer narrative:
MDR / initial 1 of 2. E1: patient city: (B)(6). Patient country: united states. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced kinked infusion set cannula on (B)(6) 2026, due to which patient experienced hyperglycemia with elevated ketones/diabetic ketoacidosis and fatigue, requiring insulin shots for correction.